Event description:
It was reported that the patient was cutting the purewick female external catheter since it was leaving lesions on the body. Representative spoke with patient to troubleshoot purewick urine collection system. Also stated that they were cutting the wicks on both sides and the representative advised that was the potential reason for the leakage/suctioning properly. And advised the patient to follow up with the doctor. Per follow-up on 17dec2021, customer stated that the blue cover of the catheter pushes into patient skin and caused lesions. Stated that they trimmed the catheter, so it sits differently on customer and presses on the catheter at times. Patient used a and d ointment on the outside of the catheter to keep it soft. They used desitin and a prescribed medication called nystop. However, patient did not see a physician for the lesions associated with the purewick system.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "inadequate material selection". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿the labeling was reviewed, and it states: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter having frequent episodes of bowel incontinence without a fecal management system in place experiencing skin irritation or breakdown at the site.¿